Event description:
Noise noted during interrogation on rv lead and while manipulating pocket as well as postural testing. Patient had 15 vf detection episodes where shock aborted since (B)(6) 2018, due to possible noise. All other testing according to rep was currently stable. Physician decided to disable therapy for patient. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.